Manufacturer narrative:
Additional information: h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed and a damage to the silicone tubing was identified. The reported condition was verified. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a peritoneal dialysis (pd) transfer set was damaged near the twist sleeve which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. At the time of this event, the transfer set had been in use for 5 months. There was no patient injury or medical intervention associated with this event. No additional information is available.